Event description:
It was reported that the rotawire was fractured. The target lesion was located in the left coronary artery. During the procedure, a 330cm rotawire was selected for use; however, it was noted that the rotawire became fractured. The device was then simply pulled out and there were no device fragments left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The received guidewire returned with the spring tip detached which was not returned. The detached area was located approximately at 323.7 cm from the proximal end. The core wire was kinked approximately at 126.5 cm and 165 cm from the proximal end. No more visual damages were encountered in the device. Dimensional inspection of the wire that could be measured were performed and revealed that the outer diameter (od) of the middle and proximal section of the device were within specifications. However, dimensional inspection of the overall length and od of the distal tip could not be measured due to the device condition.

Event description:
It was reported that the rotawire was fractured. The target lesion was located in the left coronary artery. During the procedure, a 330cm rotawire was selected for use; however, it was noted that the rotawire became fractured. The device was then simply pulled out and there were no device fragments left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.